Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2021. During the implantation procedure, proper pacing, sensing and lead impedance measurements were observed in both unipolar and bipolar configurations when testing both leads with a pacing system analyzer (psa). Upon connection of the pacemaker to the ventricular lead, normal rhythm was observed on the ECG. Nevertheless, once the patient was in the recovery room, loss of ventricular pacing was observed on the ECG. As a result, a re-intervention was performed at once. When connecting the ventricular lead to the psa, efficient ventricular pacing was observed in both unipolar and bipolar pacing configurations. Upon re-connection of the ventricular lead to the pacemaker, loss of ventricular capture was observed. As a result, the pacemaker was replaced. Nevertheless, loss of ventricular capture was also observed with the second pacemaker. Since the physician suspected a ventricular lead issue, it was decided to reposition the atrial lead in the ventricular apex and the pacemaker was reprogrammed in aai, showing effective pacing in the ventricle. Nevertheless, ventricular pacing with the atrial lead was only effective in bipolar configuration, although all lead measurements were normal when testing with a psa. At the end of the procedure, the lead impedance was 447 ohms, the sensing amplitude was 6 mv and the ventricular threshold was 2v/0.35ms. On (B)(6) 2021, loss of ventricular capture when pacing with the atrial lead was observed. Noise oversensing with an amplitude of 1.2 mv was observed on the atrial channel, leading to pacing inhibition. In addition, loss of ventricular capture with an output at 7.5v/1.0ms was observed in both unipolar and bipolar configurations. The atrial sensitivity was increased to suppress atrial noise oversensing. During a re-intervention, it was observed that the lead was positioned in the superior vena cava, explaining the observed loss of ventricular pacing. The issue was fixed and the pacing system was kept implanted.